Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and to correct h6 problem code (information was inadvertently missed on the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the absence of an image occurred due to poor contact in the connector socket. As for the b30 error , the cause could not be determined because the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. The device evaluation found that there was a loss of image when the video connector moved in the connector socket because the lock lever of the connector socket was worn out. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had a b30 error. The issue was observed during preparation for use on an unspecified procedure. The procedure was completed with a similar device with no reports of patient or user harm associated with the event.